Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
(B)(6) 2022,the urology department found that the catheter diameter and lumen head were broken during postoperative catheterization and the product was replaced immediately after the problem was found.

Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
09 mar 2022,the urology department found that the catheter diameter and lumen head were broken during postoperative catheterization and the product was replaced immediately after the problem was found.

Manufacturer narrative:
Qn#(B)(4). Visual examination was conducted on the returned sample , and it was observed that the catheter was broke into two parts. Both the catheter shaft and funnel were examined to analyze the damaged area and torn edges. Based on observation, the broken shaft surface was slightly uneven. Review on the funnel portion reveals same cutting edges in which suggesting that the tube was once well attached to the funnel. Catheter broke may occur due to various reasons such as catheter was in contact with sharp or pointed object, or excessive force applied at the funnel end which rendered the part to be detached or broke. Nevertheless, as part of our initiative, positive released test was conducted at injection molding process. A maximum of 8 pieces of catheter from each batch were tested using weight load during start and stop of injection molding process. 0.75kg load (for catheter size ch6-ch10) and 1kg load will be tested as per standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. In summary, based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
09 mar 2022,the urology department found that the catheter diameter and lumen head were broken during postoperative catheterization and the product was replaced immediately after the problem was found.